Event description:
Procedure: colon resection. According to the reporter: after stapling, there was a "creaking" noise. The anvil bent. The stapling line was incomplete. There was no pt injury reported. However, the operating time was extended but no details were given about the amount of the delay.

Manufacturer narrative:
.